Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france. It was reported that the error ¿f4¿ occurred on the rotaflow console (rfc) during use. The pump stopped and the console has been restarted. But it is unknown if the error occurred again after the restart. The emergency drive was used, and the device was exchanged with another one. No harm to any person has been reported. The error message f4 is not described in the instruction for use neither in the service manual of the rotaflow. The affected rotaflow console with s/n (b)(6 was investigated by a getinge field service technician and the reported failure could not be confirmed. The customer noticed "f4", which indicates the software version which is "f4.1". The device was tested and neither abnormalities nor any evidence of any failure or incorrect function were found. No parts has been replaced. The device is working as intended. Based on the investigation resultes no device malfunction could be confirmed and therefore no most probable root cause could be determined. The review of the non-conformities has been performed on 2024-04-04 for the period of 2004-10-13 to 2024-04-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow with s/n (B)(6) was produced in 2004-10-13. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported issue, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use (IFU) heart-lung support system rotaflow system and the service manual heart-lung support system rotaflow system. Chapter 4.2.2 manual function test (service manual) switch on the rotaflow console. The lpm display shows the installed software version (e4.1 in english, f4.1 in french, v4.1 in german). Chapter 4.3 switching on the console, self-test (IFU) the display will indicate the software version (e4.1 in english, f4.1 in french, v4.1 in german). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2004. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in france. It was reported that the error ¿f4¿ occurred on the rotaflow console (rfc) during use. The pump stopped and the console has been restarted. But it is unknown if the error occurred again after the restart. The emergency drive was used, and the device was exchanged with another one. No harm to any person has been reported. The machine is currently out of use. The error message f4 is not described in the instruction for use neither in the service manual of the rotafllow. More information about the exact failure is requested but still pending. The rfc is still under investigation to find out any malfunction. Complaint ID: (B)(4)